Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report 3006705815-2018-03149. It was reported that during a lead revision (reference MFR reports: 3006705815-2018-03110 & 3006705815-2018-03109) the second lead migrated. As a result, both leads were replaced. Issue has been resolved.